Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient stated dissatisfaction with his pacemaker. It was noted that they felt episodes of dizziness and shortness of breath upon standing after sitting for a long time. No intervention or additional information was reported.